Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. This event is caused by a component failure of pump head. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the performance of a consumable deteriorated as the number of usages increased. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had pump head malfunction. There were no reports of patient harm